Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-09680 and 2134265-2017-09731. It was reported that the system froze during third pull back. A 240v ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. It was noticed that the cart shut down by itself. The system was restarted. During the third pullback, the system froze. No patient complications were reported.